Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 215 mg/dl, due to allowing the pump to run out of insulin. Customer went to the emergency room and received an insulin prescription and insulin pens. Customer was released with issue resolved and no permanent damage.